Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was 273 mg/dl. Multiple pump supplies and infusion sets we changed to address the occlusion alarms. Reportedly, the customer continued to use the pump for insulin therapy.